Event description:
New information notes that noise continued to be seen on the lead. The patient was asymptomatic. High voltage functionality of the lead was disabled and the patient will continue to be monitored. The lead remains implanted.

Event description:
It was reported that a patient presented to clinic after receiving an alert for high out of range pacing impedance. In-clinic impedance measurement were normal. Noise was observed during calisthenics. Lead remains implanted and patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.